Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 700 mg/dl range and a bolus was delivered to address bg. Customer was admitted to the hospital on (B)(6) 2018 and intravenous fluids were administered to flush out ketones. Insulin pens were also administered. Customer was discharged on (B)(6) 2018 with no permanent damage. Bg value upon discharge was not provided. Customer alleged pump may have contributed to the event and also reported being a brittle diabetic. Tandem technical support (cts) and clinical diabetes representative reviewed the pump history and data. Pump data showed multiple intermittent resume pump alarms occurred on the day prior and day of event. The data did not show anything that would have stopped insulin delivery. Customer acknowledged that the pump was delivering insulin as intended; however, when asked why the resume insulin alarms were being received, customer responded that she did not know. Although multiple attempts were made by cts to follow-up with the customer, no reply was received.